Event description:
Local reaction in the knee/acute synovitis as a reaction to synvisc [synovitis of knee] ([knee pain], [swelling of r knee], [effusion (r) knee]). Limited range of motion/limited flexion of only 60 degrees [joint range of motion decreased]. Elevated c-reactive protein [c-reactive protein increased]. Limping [limping]. Case narrative: initial information received on 20-aug-2018 regarding an unsolicited valid serious case from united states received from a physician. This case involves a (B)(6) years old male patient received treatment with synvisc injection and on the same day had local reaction in the knee/acute synovitis as a reaction to synvisc, and after 16 days had limited range of motion/limited flexion of only 60 degrees and elevated c-reactive protein and after few days had limping. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had no history of trauma or other injury to the right knee. The patient had received synvisc previously in the left knee, but the reaction being reported occurred after synvisc was administered in the patient's right knee. On (B)(6) 2018, the patient received the first injection of synvisc in the right knee intra- articularly with dosage unknown (lot - 8rsp003b) for knee osteoarthritis. On (B)(6) 2018, the second injection of synvisc in the right knee was administered. The patient never received the third synvisc injection, because of the reaction. On the same day, at some point soon, after the second injection of synvisc in the right knee, the patient began to experience a local reaction in the knee. On (B)(6) 2018, the patient visited an urgent care center, where he was given an IV antibiotic and was prescribed the oral antibiotic augmentin. On (B)(6) 2018, the patient visited the emergency room (ER) and developed significant right knee pain and swelling. The patient described his right knee pain as 9 on a scale of 1 to 10, with 10 being the worst pain. The patient's right knee pain was worse with ambulation and motion, which was relieved with rest. The patient had a large joint effusion to the right knee, with limited range of motion due to swelling. There was no erythema or warmth of the right knee. The patient had an x ray of the right knee while at the ER, and had some laboratory testing done which did not show anything significant, with a normal erythrocyte sedimentation rate (esr) but had an elevated c-reactive protein (crp). There was no evidence of septic arthritis on physician exam. The patient was discharged for the ER on pain medication, to follow up with his orthopedic practice. On (B)(6) 2018, the patient presented to varus orthopedics as he still had swelling of the knee, and was able to walk on it, but with limping. The right knee had limited flexion of only 60 degrees. The patient denied fever. The patient experienced acute synovitis of the right knee as a reaction to the synvisc, along with his underlying osteoarthritis of the right knee. The patient had aspiration of the right knee which removed 60 to 70 cc of clear fluid from the knee, and the right knee did not appear to be infected. The patient received injection of the corticosteroid kenalog (triamcinolone) into the right knee and was advised to stay on the antibiotic another couple of days. Final diagnosis was local reaction in the knee/acute synovitis as a reaction to synvisc, elevated c-reactive protein, limited range of motion/limited flexion of only 60 degrees and limping. Corrective treatment: IV antibiotics, oral antibiotic amoxicillin -clavulanic acid (augmentin) and injection of triamcinolone acetonide (kenalog) for local reaction in the knee/acute synovitis as a reaction to synvisc. Action taken: drug withdrawn. Outcome: unknown for all events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 20-aug-2018 for product. Batch number; 8rsp003b. The reporter stated that the device complaint resulted in adverse event/handling error. Final investigation complete date: 31-aug-2018. The production and quality control documentation for lot 8rsp003 expiration date 31-jan-2021 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsp003 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 31-aug-18 there are two complaints on file for lot # 8rsp003 and all related sublots. 2 complaints are on file for lot# 8rsp003b: (2) adverse event report. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Follow up information was received on 27-aug-2018. No new information. Additional information was received on 31-aug-2018. Global ptc number and ptc results added. Text was amended accordingly.